Manufacturer narrative:
Carefusion file identification: (B)(4). Importer report number: 2021710-2016-00003 (B)(4). Carefusion is the importer of record for this device. The legal manufacturer (nox medical) has been notified of the reported event. Any further reports will come from the legal manufacturer.

Event description:
The customer reported that while troubleshooting a different issue with carefusion technical support the device became very hot, shutdown, and would not power on again. The customer reported that they had just changed the batteries in the device approximately 30 minutes prior to the occurrence of the reported incident. The customer stated that they could smell something that smelled like burnt plastic however the customer did not note any area on the device that appeared to be burned. The customer then stated that she removed the batteries and sat the device aside until it cooled down. There was no report of any patient involvement and no report of serious injury.